Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an epicardial left ventricular (lv) lead placement. The right atrial (ra) lead was found dislodged. It was confirmed via x-ray. The ra lead was repositioned and remains in service. No additional adverse patient effects were reported.